Event description:
Boston scientific neurvascular became aware of an event of a patient presented with a sylvius bifurcation aneurysm, treated 10 years ago and recently recanalized. During the difficult retreatment, due to a large neck carotid artery with kinking and a carotid syphon very angulous, the subject device broke inside the microcatheter. The physician recognized that the subject device was manipulated very strongly, and that technicial limits have been reached. The procedure was stopped due to technical issues. The patient was ok, without any deficit.